Event description:
Caller reported that the pump screen went blank unexpectedly, and the led was not blinking. The pump could not be turned back on, and while the specific blood glucose level at the time of the issue was unknown, there was no adverse impact to the customer¿s blood glucose level. Technical support instructed the caller to attempt various troubleshooting steps, including using a different wall adapter and charging cable, but these did not resolve the issue. Ultimately, technical support decided to replace the pump, and arrangements were made for a replacement pump to ensure continuous insulin delivery. The customer was informed about the need for replacement, and technical support confirmed the shipping address and provided necessary instructions.